Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and transvenous implantable lead exhibited oversensing of noise, resulting in pacing inhibition. All lead measurements are stable and the noise can be reproduced with arm movements and deep breathing.